Event description:
It was reported that the xience xpedition stent delivery system was removed from the hoop without difficulty. The sheath and stylet were removed without difficulty and the device was then prepped. During prep, it was noted that the stent had dislodged. The stent was found on the table, by the sheath and stylet. The device was not used in the patient anatomy. A second same size xience xpedition was then used to complete the stenting procedure. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of occurrence estimated. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.